Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing lead chatter restulting in the delivery of an inappropriate shock.